Manufacturer narrative:
This report is based on information provided by the global complaint handling system. The product was not returned to the post market vigilance laboratory for analysis. The customer reported that the insulation was damaged with no consequences or impact to the patient. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. This unit does not meet the requirements for a manufacturing failure therefore a device history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, there was a plastic overmold peeled up. No part of the device completely disengage. No plastic was left behind. Opened new instrument to finish the case. There was no patient injury.